Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00975 and 1627487-2011-00977. The pt received an scs sys including three percutaneous leads on (B)(6) 2011. It was reported that the pt's stimulation does not cover her area of pain. Efforts to resolve this matter via reprogramming have been unsuccessful thus far. An appointment with the physician has been scheduled for further eval.